Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 3550-29, lot# n282209, implanted: (B)(6) 2015, product type: accessory; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient programmer was showing that the charge was not depleting. The patient had turned their stimulation down to zero and turned it off for a cat scan on (B)(6) 2015. After the scan the patient turned their stimulation back on and they turned stimulation down to a lower setting than previously. The patient had been using program a at 3.5 and after the scan they were using program a at 2.5. The patient noticed that the implantable neurostimulator (ins) battery had not depleted over the week of (B)(6). The programmer was showing that the ins was fully charged and the recharger showed that the ins was 75-100% charged. The external devices seemed to be functioning normally. The patient met with a manufacturer representative on (B)(6) 2015 and they could not find any issue with the recharger or programmer. There was no trauma or falls associated with the issues. The patient had to lay down flat to feel the stimulation. The patient did not normally notice the stimulation if they were in other positions. The patient had not noticed the feeling of stimulation during the week leading up to the date of the report. These positional issues started around (B)(6). The patient also noticed a sudden onset of pain in their l4 and l5 area of their back as well as in their legs starting on (B)(6). The pain was shooting down their legs. The pain had been lessening over the week. The patient had a kidney stone but their doctor did not think the pain was related to the kidney stone. The patient was feeling pressure at the time of the report. The patient was re-educated on all devices by a manufacturer representative on (B)(6) 2015. The impedances were within normal limits and the patient was not experiencing any issues at that time.